Event description:
The customer observed falsely depressed sodium (na) results generated on the alinity c processing module for 2 patients. The samples were repeated on this instrument with higher results. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 112 repeat result = 137.0 mmol/l. Sid (B)(6) initial result = 108 repeat result = 136 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, alinity c serial number (B)(6), and determined the ict to ict pre amp cable (c-35016756-02) the likely cause of the discrepant result and replaced the part. Part replacement resolved the issue. Resolution verified with passing control and sodium repeatability testing. No additional result issues have been reported since the service activity was completed. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the ict to ict pre amp cable (c-35016756-02) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the ict to ict pre amp cable (c-35016756-02) was identified.

Event description:
The customer observed falsely depressed sodium (na) results generated on the alinity c processing module for 2 patients. The samples were repeated on this instrument with higher results. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 112 repeat result = 137.0 mmol/l. Sid (B)(6) initial result = 108 repeat result = 136 mmol/l no impact to patient management was reported.